Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the auxiliary water channel could not be identified. However, it¿s likely the cause is related to leakage occurring from the s-connector. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope the distal end cap was defective, the cables were difficult to move. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had a white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's initial report could not be confirmed. However, in addition to the malfunction listed in section b5 the following findings were discovered; the scope cover was deformed, the water tightness was lost due to a crack on suction connector, insulation resistance value at distal end did not meet the standard value due to adhesive peeling on the bending section cover, the image had a partially dark area due to a scratch on objective lens, the water removal ability did not meet the standard value due to damage on nozzle, the bending angle in up direction did not meet the standard value due to wear of angle wire, the bending tube was damaged, the plastic distal end cover had a crack, the objective lens had a scratch, the light guide lens had a crack, the adhesive on bending section cover had wear, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.